Event description:
It was observed that during the device evaluation, the subject device exhibited a leakage connector and a corroded connector pin. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction leakage connector was caused by cracked connector, and the corroded connector pin the cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.